Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, the jaws of the device locked on tissue. The surgeon was forced to pull on the staple line to remove the reload which lead to the staple line being a little damaged. The surgeon used another reload to staple again.